Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including temperature testing, pad testing and final testing without duplicating the report. The error was cleared from the logs and did not reoccur. An internal inspection found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.